Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water intrusion inside the scope connector that was found during the repair inspection or adhesion of moisture to the circuit board for handling image signals which could have caused temporary conduction failure. The event can be detected/prevented by following the inspection method for the event is described in section 3.8 inspection of the endoscopic system of the operation manual: "¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Inspection and testing found a scope communication error occurred. Additionally, the device evaluation found a dent on the connecting tube due to physical stress, stickiness on the scope connector due to water leakage, the device leaked due to a pinhole in the channel tube, angulation in the up direction did not meet the standard due to wear on the angulation wires, and forceps and a cleaning brush could not be inserted smoothly due to a dent on the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope was not producing an image. The intended procedure was not identified, but was completed using a similar device. There were no reports of patient harm.